Manufacturer narrative:
Off-label use: patient has diabetes mellitus, type 2.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a bg of 300 mg/dl and multiple falls resulting in head and rib injuries after being disconnected from the ilet for an MRI. The user was hospitalized at (B)(6) hospital in (B)(6), treated with subcutaneous insulin, and discharged the next day. The user plans to resume ilet use after follow-up with their healthcare provider.